Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon opened at the top, string not attached [device physical property issue]. Case narrative: consumer reported via e-mail that each tampon was open at the top and the string isn't attached. No injury reported.